Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Customer reported that the insulin pump fell to the floor. The blood glucose reading is 450 mg/dl. The insulin pump will be replaced. Nothing further reported.

Event description:
Customer reported that the insulin pump fell to the floor. The blood glucose reading is 450 mg/dl. The insulin pump will be replaced. Nothing further reported.